Manufacturer narrative:
One claris¿ amplifier 120 channel was received for evaluation. Power was applied to the amplifier and the amplifier passed power-on-self-test. Evaluation of the study observed that over time the amplifier¿s communication would fluctuate duplicating the reported symptom. Isolated communication loss to the single board computer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the reported event was confirmed, and the root cause was attributed to single board computer.

Event description:
During an supraventricular tachycardia (svt) procedure, the patient was connected to ECG and there were no issues. The cs catheter was placed and connected in pin sequence to the cim. The signals were clear and there were no issues. The rv and his catheters were put in place and connected to the cim. At that time, the cs signals disappeared and there was no his prox. Signal. The cs catheter was disconnected from the cim. When disconnected, the rv and his signals appeared. Placed pin for cs 1 into standard pin position (cs 11 ¿ 20) and his and rv signals disappeared. Cs 1 put in any pin position in cim his and rv signals disappeared. The map settings were checked and there were no issues apparent with the setup. The EKG cable was exchanged with no resolution. Plugged rv and his into positions for cs catheter on cim signals clear. Attached cs into his pins on cim, loss of signals when cs 1 was plugged in. Replaced connection cable for cs no change. As cs catheter had clean signals when first connected, faulty catheter not suspected. Due to cost of catheter not replaced. Overall all connections looked okay and when pins are connected to the cim it seems that 8 pins are okay, on connection of a ninth is when an issue occurred. The procedure was moved to a new lab mid-case in order to complete the procedure, causing the procedure to be lengthened. A delay occurred due to this issue.